Event description:
It was reported that the pt's device had a pump memory error with potential sources of electro-magnetic interference present. The MFR representative removed the possible electro-magnetic interference sources, which resolved the issue. The drug in the pump at the time of the event was not reported. Additional info has been requested: a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).